Event description:
It was reported that during a tonsillectomy and adenoidectomy surgery eleven years ago, the patient had a primary rebleeding. It is unknown if there was a delay in the case, if a backup device was available or if a medical or surgical intervention was necessary as a result of the incident.

Manufacturer narrative:
Updated information. The devices, intended for use in treatments, were returned for evaluation. There was no relationship between the returned devices and the reported incidents. Visual inspection of the returned controllers, foot controls and flow valves found that all of the devices showed minimal wear and tear effects due to normal use. The returned devices were tested using a known good compatible wand, which was found to perform as intended. The tests were performed by the product analysis lab and r&d lab not only to each returned device but also by trying different combinations of them. The performed tests showed all returned components performed as intended. The complaints were not verified and the root causes could not be determined after investigation, since the devices performed as intended. Potential factors, unrelated to the manufacture or design of the devices, which could have contributed to the reported event includes: 1. Overuse of the concomitant wand resulting in diminished function of the electrodes. 2. Insufficient saline flow to the surgical site. 3. Surgical technique. 4. The patient's compliance to post-op instructions. 5. Cauterization of blood vessels will form a blood clot, however; if the clot falls off, this allows the blood vessels to start bleeding again. Bleeding is the most common complication during and after a tonsillectomy. It is also possible that there could be an underlying bleeding disorder, acute inflammation at the time of operation, other medical conditions, surgical procedure/technique related event or noncompliance with post-op care regimen. However, no clinical relevant information has been provided to neither conduct a thorough analysis of the reported events nor determine a definitive root cause. Additionally, based on the limited information provided, the impact and/or further risk to patient cannot be concluded.